Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 11/13/2018. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record was reviewed. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. No code available was used to represent surgical intervention. Concomitant medical products: thermocool smart touch sf bidirectional catheter (model# d134805, lot# 30073293l). Carto 3 system (model# fg540000m, sn# (B)(4)). (B)(4).

Event description:
It was reported that an (B)(6)-year-old female patient underwent an atrial fibrillation (afib) ablation procedure with two thermocool® smart touch® sf bi-directional navigation catheters (stsf) and suffered cardiac tamponade requiring surgical intervention and posteriorly died. When the system was setting and booted, carto 3 could not be advanced from error 1. Patient interface unit (piu) and work station (ws) were rebooted several times but the issue continued. The issue was resolved by changing the optical cable between the piu and the ws to back-up one. During the procedure, a heavy noise occurred at the distal channels (map1-2) of the ablation catheter being displayed on the lab. Noise did not occur at other catheters. The catheter and the cable were changed but the issue continued. When the map1-2 of ic-out cable was reconnected to 3-4, there was a problem with map 1 cable. The ic-out cable was checked, and it was noticed that the cable base was missing. The procedure was completed by watching the ablation tip electrode information on the carto 3 screen. It was also reported that when the stsf catheter was connected to the piu, sensor error 105 was displayed. The cable was changed but the issue remained. The issue was resolved by changing the catheter. The procedure was successfully completed. After the procedure, the physician checked for pericardial effusion with bs echocardiogram. No pericardial effusion was observed. On post-procedure day 1, patient¿s condition worsened. There was a drop-in blood pressure. Cardiac tamponade was confirmed by echo. An emergency surgical intervention was performed, and a pulsation maintenance device was implanted. After operation, the patient¿s condition did not improve. On post-procedure day 2, the patient died. The physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. Physician commented the physician commented that during the procedure there were trouble events with the bwi products. However, after the ablation catheter was changed, there was no problem and that there was no direct causal relationship between the product and the adverse event. The ablation tip electrode information could not be watched in the lab it was watched on the carto3. There were no factors cited that might have contributed to the adverse event. The generator was used in power control mode during the procedure. The noise and sensor error 105 issues have been assessed as not reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote.

Manufacturer narrative:
It was reported that an (B)(6) female patient underwent an atrial fibrillation (afib) ablation procedure with two thermocool® smart touch® sf bi-directional navigation catheters (stsf) and suffered cardiac tamponade requiring surgical intervention and posteriorly died. The investigational analysis completed 12/12/2018. The device was visually inspected and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized. No errors were observed. The force sensor was tested and it was working properly. The force values were observed within specifications. Electrical testing was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator. The temperature and impedance values were observed within specifications. Irrigation and deflection testing was performed and it was found within specifications. The catheter was irrigating and deflecting correctly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use state that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. Manufacture reference no: (B)(4).